Event description:
The customer reported that a lower than expected progesterone result was generated on a unicel dxl800 access immunoassay system for one patient. The initial, erroneous progesterone result was reported outside of the laboratory and was questioned by the physician. There was no death, serious injury or modification to patient treatment. The patient was requested to return for a sample redraw. Beckman coulter inc. Assessment of customer supplied data indicated that the results of rerun and redrawn samples produced concordant progesterone results, which were higher and in a different clinical category. These results were not questioned by the physician as erroneous. Subsequent retests of the same and redrawn samples generated lower progesterone results. Amended reports were issued. Additional patient and assay results were included in the customer supplied data however no other results have been questioned as part of this event. The samples were fresh samples, stored refrigerated and centrifuged prior to testing. The samples were collected in serum tubes with gel separators and tested from the primary collection tube.

Manufacturer narrative:
Service was not dispatched as the customer was not questioning instrument performance beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that a system check run prior to the event initially failed "unwashed" portion, but upon rerun, all parameters passed. The customer indicated that quality control results recovered within the customer's established specifications. No errors were posted to the instrument error log. A definitive root cause has not been determined to date.